Manufacturer narrative:
Correction due to updated known event guidance medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026, (B)(4) (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a battery change last (B)(6) of this year was because they had lost controller of their bladder. Additional information was received from a healthcare professio nal (hcp). The hcp reported that the cause of the battery change was not determined. Hcp stated frequency adjustments were made without symptoms improvement. Though vibration was present. Device charging issues were noted. It was unknown if this was caused by normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.